Manufacturer narrative:
This report is submitted on 19 june 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown at implant site; subsequently the device was explanted on (B)(6) 2020. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that prior to explant the receiver-stimulator had extruded. This report is submitted on 16 july 2020.